Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming correctly. The clips were also ejecting from the device into the body cavity. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.